Event description:
Haemonetics received a complaint on (B)(4) 2013 for an orthopat device with the description "short circuit." No patient or operator injury reported.

Manufacturer narrative:
The device eval has not been completed. Based on the available info it is unk if the short circuit was caused by a malfunction of the device electrical equipment or if the fuse worked as intended and shut down the device. A follow up report will be filed when the eval and investigation is complete. (B)(4).